Manufacturer narrative:
(B)(4) concomitant medical product - oxf twin-peg cmntd fem md PMA, item 161469, lot 279530, therapy date - (B)(6) 2018. Concomitant medical product - oxf uni tib tray sz d rm PMA, item 154725, lot 613860, therapy date - (B)(6) 2018. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00734 and 3002806535-2018-00735.

Event description:
It was reported that a patient underwent initial knee arthroplasty and subsequently the patient underwent revision due to unknown reason.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
Knee revision due to pain.